Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump display was cloudy and the numbers were hard to read. The customer's blood glucose was unknown at the time of incident. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump alarmed failed battery test due to corroded battery tube. No moisture damage inside pump noted. The insulin pump display functioned properly and no display anomaly was noted, however screen had minor scratched display window. The insulin pump was received cracked case at the display window corners, broken reservoir tube lip and missing the end cap sticker.